Manufacturer narrative:
Results of eval: conclusion based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly produced "staple line bleeding" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. Staple line bleeding was reported. The bleeding was secured by clips. A new linear cutter opened to finish the case. No buttressing material was used. There was no consequence to the pt.